Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom on (B)(6) 2010 to report a third possible broken sensor in her son. Pt's other previously contacted dexcom on (B)(6) 2010 to report two possible broken sensors (see MDR #3004753838-2010-00083 and 84). Pediatric pt had a sensor inserted on (B)(6) 2010 and experienced sensor failure on (B)(6) 2010. Pt's mother reported that the sensor wire looked shorter than normal following removal and believes a fragment of the sensor wire was retained under the skin. Pt's mother reported that the insertion site appears normal, with no signs of infection or inflammation.